Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.75x15mm xience sierra stent was implanted on (B)(6) 2020. The patient presented with st-elevation myocardial infarction before the procedure. On (B)(6)2020, the patient was re-admitted with cardiovascular symptoms including atherosclerosis. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.